Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic lobectomy, during the division of parenchyma, the tissue was thick and the surgeon used a black reload. He could complete the firing but felt a strong resistance when he retract the blade. The blade was retracted but the jaws were not fully opened, but it was enough to remove reload from the tissue. When the scrub nurse tried to replace the reload it could not remove it from the handle. For the next firing another handle was opened. With the new handle and another black reload, same issue occurred. The surgery was completed with a new handle and with 2 reloads. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the handle was received attached to a reload. The reload could not be detached, as the knife blade could not fully retract. The reload was forcefully removed, causing damage to the handle. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.